Event description:
Patient reported that the ss meter to lab comparison was 220 mg/dl (ss) and 500 mg/dl (lab), respectively (56% difference). No symptoms were reported. Tests were done 15-20 minutes apart using old test strips and solution. The meter was replaced. On f/u, pt confirmed the above info. Co rep reviewed qc procedures and importance of using control solution. There was no allegation of harm.